Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had chronic driveline infections for the last 6 to 8 months. The patient is currently being treated with moxifloxacin.

Manufacturer narrative:
The pump was not returned to manufacturer for evaluation as it remains in use supporting the patient. No further issues related to the infection have been reported. A direct correlation between the reported infection and the device could not be conclusively determined. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.